Manufacturer narrative:
Device was returned with complaint for evaluation. Visual exam confirmed the device was fractured at the hex tip of the screwdriver; it was noted that half of the tip was fractured completely off. The product was measured against the print specifications at several dimensions and it was confirmed that all measurements taken were within specification. Device history records were reviewed and the records indicate the parts met specifications at the time of manufacture. The instrument had a potential field age of approximately 3 years and 10 months at the time of incident with unknown usage history. This device is used for treatment. It is unknown how the screwdriver was used at the time of the fracture or in previous uses during the potential field age of approximately 3 years and 10 months. Most commonly, excessive tightening torque is the cause of screwdriver tip fracture. There is not enough information to determine the exact cause of the fracture. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During a routine hospital kit inspection, a kit screwdriver was noted to be broken.